Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump was not working. It lost its programming, and had no battery in the back-up pump. The patient also reported subcutaneous site pain for remodulin 6 out of 10 on the pain scale. There was no injury as a result. The medication was infused at 59ng/kg/min continuously for pulmonary arterial hypertension. They had 1 working pump at the time of the call. There were no reported adverse events.